Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed to implant the implants to the patient¿s left knee joint (date of primary surgery was unknown). The patient complained the pain (about a year ago), so that the surgeon found the loosening of the knee implants. It was reported that the revision surgery was performed on (B)(6) 2018 due to the loosening. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.